Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in back-up mode. The pacemaker was reprogrammed on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operattion mode was confirmed. As received, the device had no telemetry communication and device outputs indicated device was in backup mode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found above eri level with signs of rapid depletion. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information noted that the pacemaker was in back-up mode again after it was reprogrammed on 24 jan 2022. The pacemaker was explanted and replaced. The patient was in stable condition.